Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the basal history showed that two 0.00 unit basal programs were set on (B)(4) 2014; from 01:41 to 02:05, from 09:41 to 10:11. The recorded total daily dose added up correctly. A delivery accuracy test was successfully completed. The pump was exercised for 24 hrs with a 1.0u/hr basal rate; at end of test the basal history correctly reflected the 1.0u/hr basal rate and the total daily dose history correctly reflected 24.0u. No alarms occurred during testing. Unrelated to the complaint, the battery compartment was cracked between the bumper pad and the cover.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient was experiencing erratic blood glucose levels. The reporter stated that the patient had a blood glucose level from 38 mg/dl to between 300-350 mg/dl with symptoms of unsteadiness. The reporter reviewed the pump¿s settings with a customer technical support representative and found that the basal history did not match the active basal program for the pump. This complaint is being reported because the patient experienced an erratic blood glucose level as a result of an alleged inaccurate delivery.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.